Event description:
It was reported that this cardiac resynchronization therapy defibrillator was explanted due to infection. This device was subsequently explanted and replaced. This device is not expected to be returned for analysis. No additional adverse patient effects were reported.